Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's global technical service center to report a low ultrafiltration on the homechoice (hc) during drain 5/5. The drain volume (dv) was 4070ml and the fill volume (fv) was 2500ml. This drain volume meets overfill criteria. On (B)(6) 2010, product surveillance contacted the patient and spoke with the caregiver (cg) regarding the alarm. The cg stated that her husband did not have any symptoms or report overfill. The cg stated that they just needed help clearing the alarm. The cg stated that her husband was doing fine on the hc and she did not want to swap out the device. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was not returned at the time, but was returned on (B)(4) 2010. The device was functioning within specification. The reported issue could not be confirmed due to the data being overwritten and the cause of the incident was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).